Event description:
It was reported that a user experienced persistent high blood glucose in the 350 mg/dl range overnight and into the morning while using the ilet system after changing supplies, with the pump reportedly delivering insulin and no device alerts other than high glucose; the user and agent discussed possible reduced insulin absorption due to infusion into scar tissue, and a fingerstick during the call showed a decrease to 334 mg/dl with a plan to monitor for further decline. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued monitoring. Investigation included product-use troubleshooting and user education regarding infusion site issues and insulin absorption. Investigation of this case revealed that the device appeared to function and deliver insulin, and the likely issue was reduced insulin absorption related to the infusion site rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.